Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted a re-occurrence of myopotential oversensing resulting in pacing inhibition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the ICD was explanted and replaced.

Manufacturer narrative:
The reported event of myopotentials oversensing was not confirmed. The device voltage was at elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Electrical testing was performed, and no anomalies were noted.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing resulting in pacing inhibition. Programming changes were discussed, no intervention was reported. There were no patient consequences.